Event description:
Related manufacturer report number: 3006705815-2022-16994. It was reported the patient underwent surgical intervention on an unknown date, wherein the ipgs were explanted and replaced with a different model. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.